Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy pad messages and adjust belt or check belt messages) have been confirmed. Upon evaluation the pulse wires within the distribution node had cold solder joints. The cause for the messages was the inability to treat a patient. The cause for the inability to treat was the cold solder joints. The root cause of the cold solder joints was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the cold solder joints. The patient received a replacement electrode belt.

Event description:
A zoll patient service representative (psr) contacted zoll customer support while fitting a (B)(6) male patient to report excessive check belt and check therapy pad messages. The patient was issued a replacement electrode belt.